Event description:
The complainant reported that during a therapeutic hrcp, the "brake" of the retrieval system broke. The stone was wedged in the basket. The device was withdrawn and the procedure was completed using another of the same device. There was no other info provided despite three e-mail attempts.

Manufacturer narrative:
This device has been received by this MFR, but the evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.